Event description:
Inferior detachment would not deploy; inferior release wire broke. The surgeon did a brachial cut down to gain access for balloons and wires to deploy the inferior attachment system. The device will not be returned for evaluation. Or personnel disposed of the device.